Event description:
Rptr indicated that communication could not be established with a vns pt's generator. Troubleshooting attempts were unsuccessful and the programming system was ruled out as a source of the communication difficulties as it consistently communicated with a demo generator. The generator was able to be communicated with at the last office visit, but the pt has gained weight recently. Good faith attempts for add'l info have been unsuccessful to date.